Event description:
It was reported that this device was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient tripped and hit the incision on a snowblower. The wound began dehiscing, with erythema and purulent discharge. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).